Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred after pumping the volume into the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, f10/h6: component codes (update code), h6 (update codes), h11. B5: the leak occurred "around the port where nursing spike the bag". H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.